Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated over-sensing associated with the right ventricular (rv) lead. Concomitant medical products: d394trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) resulting from over-sensing and a high sensing integrity count (sic). It was stated there may have been a relationship between the sic and the ventricular fibrillation (vf) episode. The lead is no longer in use and the status of the lead is unknown. No patient complications have been reported as a result of this event.